Event description:
It was reported that the screw fractured inside of the implant at tooth location #11 and was unable to be removed. The implant was removed and replaced.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A4: weight unknown / not provided d1: brand name unknown / not provided d4: catalog and lot number unknown / not provided g4: PMA/510(k) number not available customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. Zimvie received one (1) portion / fragment of the unknown biomet screw for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, there was an unknown fractured abutment attached to the implant. Unable to remove abutment to determine if the screw was fractured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are external factors (patient¿s condition.) Therefore, based on the available information, device malfunction did occur. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.